Event description:
It was reported that a patient fell on the tenth day after she was implanted and landed on the implantable neurostimulator (ins). Before this the device 'worked well.' It was stated that 'right away' the patient felt pain and that she could feel the ins moving. The patient saw a health care provider that day and it was reported that the wires were still connected but the device had moved. It was reported that the patient had a follow up appointment with her surgery 5 days after the fall and by then 'it had swollen with lots of fluid and looked as if the patient had a very large cyst on her left lower quarter.' It was stated that 900 cc of fluid were drained but it was not sent to a lab to be cultured. It was reported that by the time the patient got home 'it was full of more fluid than what he drained'. The patient was told to wait a month to see if the fluid would go down. The fluid did not go down and it was stated that the patient wanted the device to be removed because it was 'very painful and infected.' It was stated that the physician did not want to remove the device, but drain the fluid from the area every day. It was reported that the patient refused 'due to infection.' It was stated that the physician 'did not think it was infected yet.' It was reported that the patient had a 'positive CT exam stating a very large sonoma with free fluid throughout the patient's abdomen around the liver and pancreas' and that this was 'very worrisome and needed to be watched.' It was also stated that 'it was infected.' The patient's physician 'still refused to remove.' It was stated that the patient's physician was aware that the patient was 'prone to infections due to an adrenaline sufficiency, staph carrier, hoshimotos thyroiditis, and human growth deficiency syndrome; all due to brain surgery for a pituitary tumor that was removed on (B)(6) 2008.' Further information has been requested, but was not available at the time of this report. If more information is received, a follow up report will be sent.

Event description:
Follow up from the health care provider reported perioperative antibiotics were administered. The patient did not have meningitis. Signs and symptoms included redness and swelling at the device pocket. It was noted no culture was obtained. Oral antibiotics were given and the infection resolved.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).